Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lower anterior bowel resection procedure that device would not fire. The battery was inserted into device, green check was backlight indicating functioning battery. Surgeon connected the anvil spike to trocar (no orange was visible). Surgeon rotated the knob to close the device until the orange line was in the green firing zone. Surgeon pulled back safety and went to pull the firing trigger and the device did not fire. Surgeon re-inserted battery, still did not fire. Surgeon opened new device (cdh29p from same lot #) and inserted just the new battery, device still did not fire. Surgeon had to detach trocar & anvil, and reinsert new device w/ new battery to complete the procedure. That device worked and there was no adverse patient consequence intra-operatively. The procedure was completed successfully but was delayed for an unknown amount of time. There were no adverse consequences for the patient.